Event description:
It was reported by the patient's daughter that the patient has been hospitalized multiple times recently due to suspected seizures/falls. No other relevant information has been received to date.